Manufacturer narrative:
Device evaluation summary: visual inspection of the 2 returned luer caps showed evidence of a hole in the luer stem(s). Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from both luer caps. Reason for return was confirmed. Conclusion: complaint is confirmed for luer cap with pinhole causing a leak during priming. The product analysis found a deformity at the tip on the returned small white luer cap. After evaluation this complaint was determined to be a supplier-related issue. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management files indicates that the current risk zone does not exceed the risk zone predicted in the risk files. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported a leak in the white luer cap. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred.  Additional information was provided that tightening the cap did not stop the leak, a pin hole was observed in the tip of the cap when it was removed. A second luer cap was found in the same pack with a pinhole leak. It was also confirmed that the second cap was seen on the same date and prior to the procedure. Both caps were returned.